Manufacturer narrative:
On 17-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was also reported that there was unusual ¿brown packaging¿ material inside the packaging of a brand new varipulse catheter. The hospital staff was not comfortable using the varipulse catheter so the catheter was replaced and the issue was resolved. The case was continued. Ther was no patient consequence.

Manufacturer narrative:
It was also reported that there was unusual ¿brown packaging¿ material inside the packaging of a brand new varipulse catheter. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, an ft-ir (fourier-transform infrared spectroscopy), and a manufacturing investigation were performed. Visual inspection revealed a material inside device pouch. An ft-ir analysis was performed on the material, and it was determined to be from a cardboard source. The original box was not returned for analysis and the pouch was found unsealed. Per the failure reported, a manufacturing investigation was performed. The investigation performed concluded that the cause cannot be attributed to the packaging or manufacturing process, as all steps and key points were successfully executed in the respective areas. It was not possible to determine the material source. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The foreign material inside packaging reported by the customer was confirmed. The potential cause cannot be determined with the information available. The instructions for use (IFU) contain the following information: the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: on 23-mar-2026, it was noticed the h6. Medical device problem code of ¿manufacturing, packaging or shipping problem (a02)¿ was inadvertently omitted from the 3500a initial medwatch. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).